Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient reported a skin irritation while wearing the lifevest. The skin irritation was described as red chaffing. The patient's doctor recommended the use of a powder for the skin irritation. There is no alleged device malfunction. Follow up with the patient was completed and the skin irritation was unchanged.